Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Reportedly, the customer changed the infusion set or simply cleared the alarm and resumed insulin delivery. Customer's blood glucose ranged from 250-300 mg/dl.